Event description:
It was reported that approximately four months post implant the patient developed acute onset of cardiac tamponade. The cause was unknown. A chest drain was inserted and the right ventricular (rv) lead was explanted and replaced the next day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).